Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device was not clipping. When they would clip down, the clip would not hold. They pulled a new one and the same thing occurred. They made a bigger trocar site and used a 10mm to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.